Manufacturer narrative:
H6 health effect clinical code: code not available used for cholecystitis this report is related to (B)(4). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Olympus reviewed the following literature titled "special feature: the forefront of biliary and pancreatic endoscopy for abdominal emergency diseases - treatment of biliary emergency diseases in patients with postoperative reconstructed bowel." We examined the results of medical treatment for biliary emergency diseases in patients with postoperative reconstructed intestinal tracts. The subjects were 55 cases of medical treatment for biliary emergency diseases in patients with postoperative reconstructed intestinal tracts in 2021-2022, and the evaluation items were endoscopic reach rate, bile duct intubation rate, procedure completion rate, and complications. The median age was 74 years. The surgical procedures were subtotal gastrectomy with pancreaticoduodenectomy in 30 cases, billroth-h in 9 cases, roux-en-y in 9 cases, and bile duct-jejunostomy in 9 cases. The results of balloon enteroscopy-assisted ercp were as follows: endoscopic reach rate was 89.5%, the bile duct intubation rate was 98%, and the procedure completion rate was 90%. Complications: perforation (n=2). One case of perforation was closed using an over-the-scope-clip, and the other case was closed using a conventional endoscopic clip. Cholecystitis (n=1). For cholecystitis, eus-guided gallbladder drainage (eus-guided gallbladder drainage: eus-gbd) was performed after ptgbd. Cholangitis (n=1). Cholangitis and hepatic abscess abscesses improved with conservative treatment using antimicrobial agents. Post-ercp pancreatitis (n=1). (No treatment provided). Liver abscess (n=1). Cholangitis and hepatic abscess abscesses improved with conservative treatment using antimicrobial agents. Esophageal varices rupture (n=1). For ruptured esophageal varices, endoscopic variceal ligation was performed. The event date was reported as the publication date of the literature.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the reported event is an accident, or a complication associated with a procedure using the subject device. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.